Event description:
Revision surgery - due to joint instability; was due to anatomy of patient not due to the prosthesis.

Manufacturer narrative:
The reason for this revision surgery was due to joint instability. The length of in vivo service was 6.4 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 31 prior complaints against this part number. Summary of investigations: 19 for dislocations, 3 for instability, 3 for trauma and others for various issues not associated with product issues. This is the first complaint from this lot. This event is deemed as non product related. This event and revision surgery is the result of anomalies in the patient's anatomy. There are no indications of a product or process issue affecting implant safety or effectiveness.